Event description:
It was reported a patient's pacemaker presented in backup vvi mode due to event queue overflow. Programming changes were made to restore normal parameters. There were no patient consequences.